Event description:
Since having essure in I've had pain in my abdomen area on a regular basis. Sex is painful. I've had a miscarriage and a live birth which means they aren't in place like they are suppose to be. Redness in my face which could be from the material of the product. FDA safety report ID# (B)(4).